Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red, oozing, and burn-like skin irritation under the therapy electrodes. Per review of the patient data flags and recent download of (B)(6) 2021, the data confirms that the patient was not treated. There was no alleged device malfunction contributing to the irritation. The patient's family physician prescribed cortisone cream for the skin irritation. Additionally, the patient followed up with a dermatologist who confirmed that the patient had a nickel allergy, and the patient was prescribed an ointment for the allergy. Follow up indicated that the patient's skin irritation improved upon following the physician's recommendations.